Event description:
The recipient reportedly experienced an infection on (B)(6), 2022, and was prescribed antibiotics (type unknown). The recipient ceased device use until (B)(6), 2023.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.